Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the surgeon found it very difficult to insert the screws into the cage. It was difficult to position the screws. The cage and screws were not implanted. This is report 1 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the measurable dimensions of the submitted synfix articles were reviewed. It was found that these correspond to the drawings and the ao / asif specifications. The inspection of the raw material test certificate and the production documents has revealed that differences in material analysis, tensile strength, structural stability and the production were observed. The values correspond to the ao / asif specifications and international standards. The faulty implants show various deformations which were of the trying of the application. However, a root cause can not be determined afterwards. The implants fully comply with our specifications. Device was used for treatment, not diagnosis.